Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. A conclusive cause for the reported prolapse, and the relationship to the product, if any, cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The reported patient effect(s) of tissue prolapse are listed in the xience sierra everolimus eluting coronary stent systems instructions for use as an adverse event that may be associated with pci treatment procedures and the use of a stent in native coronary.

Event description:
It was reported that the procedure was to treat the left circumflex coronary artery with moderate calcification and moderate tortuosity. After the 2.5x18 mm xience sierra stent was implanted, plaque prolapse was noted through the struts after post-dilatation. No treatment was reported. No additional information was provided.